Manufacturer narrative:
(B)(4). Alleged failure: debris of tape at the probes. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be incorrect or inadequate packaging, severe shipping conditions, improper cleaning. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign material was found inside the sterile package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that foreign material was found inside the sterile package.